Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response regarding whether they flushed the air/water nozzle with water and air. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of foreign material that remained in the nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.